Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Device evaluated by MFR: sample received for analysis. Sample was evaluated and no damage/broken components that could relate to the defect reported by the customer could be observed. Plate was activated and de-activated several times without any issues. Reservoir didn't present any damage or tears on the front or the back side. Plate was activated, port closed, and swelled reservoir was pressed to verify if there could be any visible leak. No leak could be identified. Based on the present analysis, it is determined that the reported complaint is not observed and based on the information provided it couldn't be related to manufacturing process. It's considered that other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
Product complaint (B)(4). The following information was requested and obtained: was the issue noted during initial testing/before use on patient? No. Was the issue noted during its use on patient, while reactivation after emptying? Yes. If the reservoirs were being re-activated, how may times were they reactivated before issue was noticed? No further information is available. How was the case completed? No further information is available. Lot number? The lot number is unknown. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was used. The reservoir could not be locked in the health care unit. Further details are not provided. There were no adverse consequences to the patient.